Event description:
The customer reported that the system would not perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
The customer recharged the batteries overnight and the system operated as intended. The customer cancelled the service call, no ge service was performed.